Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system - left. Reason(s) for revision: pain - noise - component loosening. Email sent 04 dec 2012 requesting which component was loose. Update received 9th may 2014. Stem non-depuy product. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem query response received 19th may 2014. Additional reason for revision added. Confirmation of which component was loosened: it was the cup. Reason(s) for revision: pain - noise - component loosening (cup), metallosis in the cup area.

Event description:
Asr revision; asr xl acetabular system - left; reason(s) for revision: pain; noise; component loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.